Manufacturer narrative:
Vyaire medical file identification: (B)(4). The defective component/device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer placed an order for a replacement and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having a transducer fault issue prior patient use. Furthermore, there was no patient associated with the reported event.